Manufacturer narrative:
Product complaint number: (B)(4). Investigation summary: a failed suture needle, labeled as (B)(4) was submitted fractographic evaluation on february 1, 2022. The component was identified as product code w1625t. It was requested that assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the patient required CT brain due to the breakage needle? Please explain [ans: yes, to check if there is any part of needle left inside patient did the patient experienced any consequence due to the CT brain? If yes please explain. Ans: none. What was the initial procedure? Ans: off evd drain. Was the needle piece(s) retrieved during the same procedure? Ans: no. Did the patient require revision surgery or hardware removal? Yes, please provide more details about what did the patient required. Ans: no. Does a piece of the needle remain in the patient¿s tissue? [Ans: no] if retained, what is the surgeon's opinion of consequences to the patient? Ans: n/a. Was there any additional tissue damage as a result of searching for the needle piece? Ans: no. What is current condition of the patient? Ans: in-patient at hospital.

Event description:
It was reported that a patient underwent a drain removal procedure on (B)(6) 2022 and suture was used. During use on the patient the surgeon went to close the wound, and noted the broken needle tip after suturing. The broken needle tip is the same size and shape with the remaining needle. CT scan conducted to locate any potential needle fragments--none found. There were no patient consequences reported. Additional information was requested.